Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited dried whitish droplets in the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received 1 photo for investigation, which shows silica droplets as expected. Additionally, 100 retained samples were visually inspected; no additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited dried whitish droplets in the tube. No adverse impact was reported regarding the patient or user.